Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device and cubie were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device and cubie were not detected on the bus. The field service engineer (fse) found failure occurred due to defective controller and interface printed circuit board (pcb). The field service engineer replaced the controller pcb and interface pcb, then configured the station and tested functionality in hardware test application (hta). The customer completed inventory verification to ensure the device was operational. The system functioned as intended after the field service engineer repaired the device.